Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up. A cyber security update was attempted and the device entered bvvi mode. The device was restored and the firmware was upgraded. The patient was stable throughout the procedure, and will continue to be monitored.